Event description:
The manufacturer sales representative reported that the device overheated at the user facility. The complainant is not aware of any patient involvement, any surgical delay, any medical intervention, and any adverse consequences.